Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
"We have received a customer complaint regarding your product bd ultra-fine pro pen needles pzn 14046738 ch.ref.: 4282236. A customer has been using the needles for 1 year. The needles ¿do not go under the skin¿ and are ¿clogged¿, meaning that no insulin is delivered. This has already occurred in several packs with individual needles. As a result, the customer has already had to purchase another pack privately. We have a sample pack available. Do you know what might have caused this problem and how it could be resolved?"